Event description:
Hcp reported "catheter tip fractured". The device was explanted, but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.